Event description:
Purulent non bacteriogenic infection (nos) [infection]. Increased erythrocyte sedimentation rate [red blood cell sedimentation rate increased]. Increased c-reactive protein [c-reactive protein increased]. Increased cell count (unspecified) [cytology abnormal]. Effusion of the knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female patient, initials (B)(6). The patient's medical history was not provided. On (B)(6) 2012, the patient initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml, weekly, in an unspecified location. The batch lot number of synvisc was s1013a4 with expiry date may 2013. The patient received last synvisc injection on (B)(6) 2012 and one day later the patient developed purulent non bacteriogenic infection. The event was considered as medically significant. The same day ((B)(6) 2012), effusion of the knee joint occurred with increased cell count, increased erythrocyte sedimentation rate (esr) and increased c-reactive protein (crp). The laboratory evaluation revealed that esr was (B)(6) (units not provided) and crp was 15 (units not provided). On an unspecified date in (B)(6) 2012, the patient recovered without sequelae from the event of purulent non bacteriogenic infection. The action taken with synvisc treatment was not provided. The outcome for the events of effusion of the knee joint, increased cell count, increased erythrocyte sedimentation rate and increased c-reactive protein was not provided. Relevant concomitant medications were not provided. The intensity for purulent non bacteriogenic infection was severe and for effusion of the knee joint occurred with increased cell count, increased erythrocyte sedimentation rate and increased c-reactive protein was not provided. The reporting physician assessed the relationship between synvisc and purulent non bacteriogenic infection as definite and relationship between synvisc and all the other events was not provided. The qa (quality assurance) investigation results were received on (B)(6) 2012. The production and quality control documentation for lot number s1013a4, with expiration date (05/2013) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. This is 1 of 3 cases from the same reporter. The total list of cases created from this reporter is (B)(4). Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
Evaluation summary: the qa (quality assurance) investigation results were received on (B)(6) 2012. The production and quality control documentation for lot number s1013a4, with expiration date (05/2013) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.